Event description:
This companion 2 driver was not supporting a patient. The customer reported that while attempting to perform a system check on the companion 2 driver, an "emergency battery low" alarm occurred, despite the fact that the driver had been plugged in for at least eight hours. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing it's life-sustaining functions, and the companion 2 driver has redundant sources of power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.